Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Tandem technical support advised customer to fully charge pump. Customer¿s blood glucose level 147 mg/dl. Customer continued to use pump for insulin therapy.